Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, a bravo capsule failed to attach to the esophagus and fell into the patient's stomach. Another capsule was attached successfully to the esophagus immediately following this and the procedure was continued with the second capsule. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule. No known adverse events were reported.